Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 1494 clarifier- patient selection.

Event description:
It was reported that this was an arteriotomy closure of a calcified left common femoral artery using a starclose se device after an interventional peripheral arterial occlusive disease procedure with a small-bore sheath. Reportedly, resistance was felt when pushing the plunger and the number 2 was not in the window. The safety release mechanism was used and the device was removed. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The mechanical jam could not be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed an indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed an indication of a lot specific issue. Reportedly, the device was used in a calcified artery. It should be noted the starclose instruction for use states: do not deploy the clip in areas of calcified plaque. A conclusive cause for the reported difficulties cannot be determined. The subsequent treatment appears to be related to the operational context of the procedure. In this case, it is possible the vessel locator wings were in calcification; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. Corrections: d1 ¿ brand name: updated d2a ¿ common device name: updated d3 ¿ name, address 1, city, postal code: updated.